Event description:
It was reported that there may have been a pulmonary artery rupture. A frail cardiac pt underwent a coronary artery bypass and valve procedure. Pt was moved to surgical intensive care unit and stabilized. Catheter functioned appropriately. Catheter was wedged, pt began to cough frothy blood. Pt was ventilated and moved to intensive care unit. Pt was discharged on 7/1/98.